Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent cartridge leaking from the o-ring for three to four weeks. The customer loaded a new cartridge to address all the issues. There was no adverse impact to the customer's blood glucose level.